Event description:
It was reported that a patient experienced fungal peritonitis (candida parapsilosis) coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient required hospitalization. Treatment and outcome are unknown. The cause of the peritonitis is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not available and the sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.